Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on laparoscopic gastric sleeve, the load unit was able to fire. There were no issues and the case went perfect at the time of the event. They were informed three weeks after the case that the patient was having issues and the doctor was unsure if the patient had a leak from the staple line and placed a stent just in case.